Event description:
It was reported that patient with this right ventricular (rv) lead supposed to have an open-heart surgery to repair tricuspid valve, but it was cancelled due to lower ventricle lead was taken out and while removing it broke into two pieces while attempting to repair tricuspid valve. Boston scientific technical services (ts) referred patient to clinic. This lead remains in service. No additional adverse patient effects were reported.